Event description:
Pt had surgery for bunion on the left foot 2/01 the on q pump was used to continuously infuse marcaine local anesthetic port-op. The area where the catheter lay under the skin developed complications. Swelling, edema, pain, cellulitis and tissue mellocis, full thickness. Pump supplied by hosp, supplied to them by ethicon div of johnson and johnson.